Event description:
At the 3 months regularly scheduled post-op appointment an implanted plate was found to be broken. No revision or removal is planned.

Manufacturer narrative:
4316 - this complaint was not escalated to root cause analysis.